Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. A visual inspection and functional testing were performed. The occlusion alarm was identified during functional testing. The cause of the condition was determined to be damaged occlusion sensors. To correct the condition, the occlusion sensors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an occlusion alarm though no occlusion was present. No additional information is available.